Manufacturer narrative:
The analysis of the product before the repair showed, that the heat up was reproducible during a short test run. The power consumption of product ran out the specification. Root cause was a) that the ball bearings have been running gritty, causing higher friction and hence heat up of the product. And b) that the head had a dent which caused that the whole alignment of the bearings and head drive was misaligned, causing tension and hence friction and heat up. A very important component is that the dentist stated that the push button gets depressed during the treatment as it is getting too narrow far in the back of the mouth of the child. This causes additional friction at the push button and a quick heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push-button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.(B)(4).

Event description:
Doctor informed that he made a crown preparation at a tooth in the lower back far in the mouth on the left side when the handpiece heated up and burned the patient on left cheek.. Burn size is approximately 2mm x 2mm. As dentist doesn't recall the name of patient it is not possible to pull the file for detailed information. It is just known that patient was a child and that no medical care was necessary.